Event description:
The time of event is not during procedure. There was no report of patient harm. Distal body peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. "He products was returned to pentax medical for repair. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the air/water nozzle clogged, the air/water nozzle loose, the distal body worn out, and the us connector cable (long) dented; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.